Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cause of the burning smell was due to a solenoid issue. A field service engineer replaced the controller printed circuit board (pcb), retractor band, interface printed circuit board (pcb), and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning smell. The customer reported that a small black box on top of the pyxis medstation seemed to have a burning smell coming from it. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.